Event description:
The patient had gastroscopy under x-ray. The evolution stent was placed in the correct position and deployment commenced. The stent was seen to expand and remained in the correct position. As per cooks IFU, the safety wire lock was released at the appropriate time and the trigger was pulled until deployment indicator was at the back of the gun handle. However, the stent at the point failed to disengage from the catheter and finally had to be removed. A second stent was then placed successfully. No adverse effects to the patient have been reported as occurring as a result of this incident.

Manufacturer narrative:
The device was not available to be returned for evaluation. With the information provided a document based investigation was carried out. The exact failure mode for this complaint cannot be confirmed without receiving and evaluating the device. A possible cause for this event, may be due to the stent crown not releasing away from the delivery system. However, as the device was not returned, we are unable to conclusively determine the cause of this complaint. Prior to distribution evolution devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-20-25-8-e of c995275 did not reveal any discrepancies that could have contributed to this issue. The stent is not intended to be removed and is considered a permanent implant. Attempts to remove stent after placement may cause damage to esophageal mucosa. From the information provided, the patient did not experience any adverse effects due to this occurrence. The procedure was completed with another stent. The customer complaint could be confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.